Event description:
Gyrus acmi halo pks cutting forceps was unable to be utilized because its jaws were unable to be closed. It was immediately removed from the field and replaced with a "like" device.